Manufacturer narrative:
A1,2,4;b6,7;d10: info unavailable. D5,6;h4: info unavailable, device not returned for analysis.

Event description:
9/20/96 the surgeon stated the ez35 was fired 4 times and there was staple line bleeding on all firings. The oozing was along the entire staple line. The surgeon stated the firing felt normal and all the staples were formed. He used cautery to control the oozing. Kjb.